Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a patient this oximetry catheter had leakage from the optical module connector. Further details including the name of the leaked solution was unavailable. There was no allegation of patient injury. The device will be available for evaluation.